Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a pump error detected alarm the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a recurring pump error detected alarm an hour after the troubleshooting of the previous occurrence. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. No pump error (B)(4) alarm noted during testing or in the pump trace download. However, pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.